Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the programmer had worn case parts, a scuffed hinge plate, a broken display hasp, a scuffed media door, a loose but functional keyboard cable, and a loose electrocardiogram (ECG) connector. Also, the stylus pen and a circuit board were replaced and calibrated. The programmer will be repaired and returned to service. (B)(4).

Event description:
It was reported that the programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.